Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was evaluated by baxter. Additional testing could not reproduce the system error 322 that had occurred during initial testing. The evaluation was unable to determine the cause. Evaluation of known contributors to system error 322, has led to the determination that the upper and lower aux were the failing components and were replaced.

Event description:
During testing by baxter, the spectrum pump displayed system error 322 alarms. There was no patient involvement. No further information is available.